Manufacturer narrative:
The manufacturing facility has received the reported sample. A follow-up report will be submitted upon completion of the evaluation.

Event description:
Customer reports a primed solution set with 1000cc of d5/lactated ringers solution connected to a 6 year old patient was observed to leak after approximately 30 minutes. A cut in the solution tubing was observed where the roller clamp had been. The patient's IV catheter had to be restarted. No injury or medical intervention.